Manufacturer narrative:
The reported events of high capture threshold, high pacing impedance, material twisted/bent, failure to advance stylet, and lead break were confirmed. As received, a partial lead was returned in two pieces. Visual examination found all of the inner coil filars appeared to be fractured at the proximal region of the lead. Scanning electron microscope (sem) evaluation confirmed all inner coil filars were fractured. The cause of the reported events was due to the fractured inner coil. Electrical testing found an internal short between the inner coil and outer coil conductor paths on the distal portion of the lead due to procedural damage. Unable to perform impedance test and stylet insertion/removal test due to the condition of the lead as received.

Event description:
It was reported that the right atrial (ra) lead was found to have a high pacing impedance and very high capture thresholds. During the revision, a pronounced kink was found proximal portion of lead and the physician was unable to advance the stylet past the kink. The proximal ra lead broke after the extraction tool was advanced. The ra lead was explanted. There were no adverse health consequences, the patient was stable.